Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-9811 apollorf mp90, aspirating ablator batch number: 78874209 was received for investigation. Visual evaluation of the returned device noted the shaft was damaged, the insulation was damaged and had peeled. It was further noted that the electrode had signs of use, and the cord had been cut leaving exposed wires. Functional testing was not able to be performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive frictions and/or prying/leveraging the device during use.

Event description:
It was reported that during a rotator cuff surgery the casing of the device was damaged. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.